Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient was not getting adequate therapy and the ipg was inoperable. External devices would not connect to the ipg. Patient reported having an unrelated surgery and not placing the pig into surgery mode. The ipg is considered to be in service app mode and inoperable. As a result, surgical intervention may occur to address the issue.